Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 34 mg/dl at the time of the incident. The customer was at 76 mg/dl at the time of the call. The customer was given a glucose shot to treat. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. The customer believes the pump over delivered as they rolled over the pump. Troubleshooting was not completed as the caller declined. The insulin pump will not be returned for analysis.